Event description:
This is a case report received by baxter (B)(4) from (B)(6) hospital via the account manager. It was reported that there was a blood leak (split) from the aqualine tubing set inside the blood pump of an aquarius machine. The unit decided to remove the patient from treatment. There was no patient/user/other person's injury reported.

Manufacturer narrative:
(B)(4).a sample was not available for this complaint because it was contaminated with blood. Without any defective sample and poor information it is impossible for us to understand what happened and possible causes. The device history file cannot be reviewed lot because the lot was unknown. No corrective/preventive action has been taken because we were not able to understand what happened and relevant root causes.